Manufacturer narrative:
UDI: (B)(4).

Event description:
It was reported that the asymptomatic patient presented for a lead change due to a fracture. Approximately a month prior, the right ventricular lead's impedance dropped and the threshold increased. Noise was also noted on the electrograms. X-ray imaging showed a right ventricular lead fracture. On (B)(6)2017 the physician attempted to remove the lead and was unable to insert the stylet. The lead was capped and replaced successfully on the same day. The patient was stable throughout.